Event description:
It was reported that while the autopulse¿ resuscitation system was in use with a patient, it shut off after a shock from the defibrillator was delivered. No adverse patient sequelae was reported. No additional details were provided.

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.